Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the cartridge chemistry (cc) system sample probe was leaking on the dxc 800 pro instrument, and the instrument generated an autoloader error. Customer stated that after she shutdown and rebooted the instrument the cc side would not initialize, and the cc sample probe was stuck on the reaction wheel cover and leaked. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) determined that the leak was due to the probe being stuck on the reaction wheel cover. Cts assisted the customer with troubleshooting and advised the customer to home the instrument two times to correct, and this resolved the issue. No further leaks have been reported.